Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Event description:
Email received from a patient stating that she had cataract surgery and multifocal lens implants in both eyes in (B)(6) 2011. She stated that her surgeon told her she would be able to see near and far without glasses. She experienced halos. Glare and difficulty seeing both near and far distances. She chose to have the lenses explanted by a second surgeon in (B)(6) 2011, exact date unknown, and had monofocal lenses implanted. She stated she now wears glasses only for reading. This report is for the left eye.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis therefore we are not able to determine a possible cause for this adverse event. Prior to release the lens met all manufacturing specifications. Halos and glare are a known an possible side effect of all multifocal lens implants. We are attempting to obtain additional information from the surgeon. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens not received by manufacturer